Event description:
Plasma leakage was noted following two hours of ECMO support. The oxygenator was changed out. The report indicated that the patient was not affected. ECMO is an off-label use of the device.